Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the reported event (b5).

Event description:
The event occurred at the beginning of the procedure. As a result of the e433 erro, the equipment never completed initialization. There was no delay in the procedure. It is unknown if the device was inspected/tested prior to procedure.

Manufacturer narrative:
A preliminary inspection of the device confirmed the unit displays the reported error e433 and the unit restarts repeatedly automatically but does not initialize. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ola) was informed by the user facility that the high frequency electro-surgical generator unit started to display an e433 error on the screen forcing to stop the transurethral resection of the prostate procedure. The intended procedure was completed with another unit. No other equipment was replaced. No patient death or serious injury was reported.

Manufacturer narrative:
This report is being supplemented to provide "investigation findings" to h6 missing from supplemental 67383.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation. However, the service evaluation identified the generator board as the cause of the reported error. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). - defective motherboard (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.